Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump would not charge normally despite attempting multiple cables and power sources. When the pump was plugged into a power source, the pump appeared to initiate charging. However, shortly thereafter, the pump did not recognize the power source and did not appear to be charging. The customer's blood glucose level was not impacted. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information was provided.